Manufacturer narrative:
Further investigation and review of the software logs verified the reported issue. Corrected data: section b5 executive summary of the initial medwatch report indicates: this issue is patient related; however, there was no adverse event reported. Section b5 executive summary of the initial medwatch report should indicate: there was no patient involvement in this event. Health impact code grid of the initial medwatch report indicates: no health consequences or impact health impact code grid of the initial medwatch report should indicate: problem identified during non-clinical use of the device.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement in this event.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.